Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A surgeon reported incorrect treatment parameter was entered, by user, for one left eye prk monovision case. Sphere correction was incorrectly entered as +1, where as it should've been -1. No post operative outcome info was provided. Surgeon informed that event and findings were reviewed with staff member, and also discussed were ways to prevent and discover calculation mistakes before surgery. Surgeon further informed that, in planning forward, final prescription goal will be written out to be better review calculation when multiple measures are placed on multiple pages.